Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2021 to 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to failure of retractor band. Field service engineer replaced the retractor band, and the system did not reproduce the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer chronically fails the moment the drawer is opened. It has failed 5 times in the past 36 hours and has failed during procedures, inventory, outdating and the refill process. A soft reboot did not fix the issue. The customer stated that this occurred during an endoscopic procedure but did not delay patient care. It delayed refilling required medications such as sedatives and paralytics. Medications were physically accessible for users but were not demarked from inventory resulting in counts being off by the end of the day. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer chronically fails the moment the drawer is open. The customer stated that this occurred during an endoscopic procedure and that there was no delay to patient care. The required medication was physically available for users to remove but the required medication was not demarked from inventory. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band cable for drawer 2.1 required to be replaced. Retractor band replaced to resolve. The system functioned as intended.